Event description:
A medtronic ent rep reported that the software stopped tracking and became unresponsive while in navigate. The screen went black. They had to hit the power button off and back on to get the system to come up. They proceeded without navigation and there was no injury to the pt.

Manufacturer narrative:
A RMA has been assigned to this case in order to replace components of the system. No parts or files have been received by the manufacture for eval.